Manufacturer narrative:
Zimmer biomet complaint - (B)(4). Concomitant medical products: unknown nexgen lcck. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient originally had a nexgen lcck construct implanted, but the tibial component has loosened on patient's right knee. Nexgen size 7 augmented tibial plate with an ssk 360 stem taper. The tibial plate will accept nexgen lcck bearings, ssk 360 stems and osseoti sleeve augments.